Event description:
It was reported a cardiac perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. During transseptal puncture (tsp), imaging had less than ideal bi-caval and short axis views and the thin septum was not able to be visualized. The was sheath looked to be possibly at a mid/mid or mid/posterior position. The implanting physician thought that there may not be a window for thin septum. Tsp crossed and the wire could not be visualized in the left atrium (la). Multiple angles were viewed in transesophageal echocardiography (tee) and imaging did not show the location of the wire. The physician did not advance the sheath but did advance the tip. The imaging physician asked to look for an effusion and there was no effusion observed at that time. The anesthesiologist notified the physician that there was a blood pressure drop into the 80s and that medication was going to be administered to manage. The imager then checked again for effusion, and one was now noted on the right side progressing to the left. Heparin was then reversed and a pericardial tap was performed to treat the effusion. Approximately 300 ml was removed with continuous drainage, cardiothoracic (CT) surgery was consulted. It was decided to give the patient k-sentra, red blood cells (rbcs) and fresh frozen plasma (ffp) and perform surgery. Surgery was performed, a perforation was repaired and the appendage clipped. Patient transferred to intensive care unit (ICU). There were no further complications, and the patient was discharged approximately one week later.

Manufacturer narrative:
With all the available information, boston scientific (bsc) concludes: device technical analysis the watchman trusteer? Access system was discarded; therefore, returned device analysis could not be completed. Device history record review a review was completed of the device history records (DHR) for the watchman trusteer? Access system, part # m635tu90050 batch # (B)(4). The device was processed through all normal operational conditions and passed all acceptance activities. The DHR review did not identify any deviations or non-conformances that could have contributed to the event. Labeling review there was no evidence to suggest that the device was used in a manner inconsistent with the labeling. Watchman trusteer? Access system instructions for use (IFU) lists potential complications, risks and adverse events that may be associated with the use of this device which include pericardial effusion (pe) with cardiac tamponade (additional device required) hypotension, and perforation (medication required, surgical intervention, blood transfusion, hospitalization, intensive care). Risk review a risk review was completed and confirmed that the events of pericardial effusion with cardiac tamponade, hypotension, and perforation were defined in the risk documentation. These event types have been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported a cardiac perforation, pericardial effusion and cardiac tamponade occurred. A left atrial appendage closure (laac) procedure was being performed. A watchman trusteer access system (was) and a watchman flx pro laa closure device & delivery system (wds) was selected for use. During transseptal puncture (tsp), imaging had less than ideal bi-caval and short axis views and the thin septum was not able to be visualized. The was sheath looked to be possibly at a mid/mid or mid/posterior position. The implanting physician thought that there may not be a window for thin septum. Tsp crossed and the wire could not be visualized in the left atrium (la). Multiple angles were viewed in transesophageal echocardiography (tee) and imaging did not show the location of the wire. The physician did not advance the sheath but did advance the tip. The imaging physician asked to look for an effusion and there was no effusion observed at that time. The anesthesiologist notified the physician that there was a blood pressure drop into the 80s and that medication was going to be administered to manage. The imager then checked again for effusion, and one was now noted on the right side progressing to the left. Heparin was then reversed and a pericardial tap was performed to treat the effusion. Approximately 300 ml was removed with continuous drainage, cardiothoracic (CT) surgery was consulted. It was decided to give the patient k-sentra, red blood cells (rbcs) and fresh frozen plasma (ffp) and perform surgery. Surgery was performed, a perforation was repaired and the appendage clipped. Patient transferred to intensive care unit (ICU). There were no further complications, and the patient was discharged approximately one week later.